Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture, infection. (B)(4).

Event description:
It was reported that a (B)(6)-year old female patient, who underwent breast augmentation revision, with a 370 cc mentor memorygel breast implant on the left side, suffered left breast capsular contracture; baker grade IV and infection, post-procedure. As a result, the patient underwent bilateral removal and replacement on (B)(6) 2020, with the following devices: (left) 370 cc mentor memorygel breast implant catalog: smpx370 lot: 9487784 sn: (B)(4) and (right) 370 cc mentor memorygel breast implant catalog: smpx370 lot: 9487784 sn: (B)(4).